Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported inflow conduit malposition could not be confirmed through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted by the account for review. Although a specific cause for the low flow alarms could not conclusively be determined through this evaluation, the account communicated that the patient¿s arrhythmia, sick right ventricle, small body surface area (bsa), low baseline speed setting, and the pump¿s inflow conduit positioning contributed to the low flow alarms. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia, sick right ventricle, and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure and arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 4 of the IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle. This section instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section also warns that right heart failure, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the patient's implant admission, they experienced ventricular tachycardia (vt) with symptoms of fatigue on (B)(6) 2023 and low flow alarms. The unsustained arrhythmia resulted in diminished left ventricular assist device (lvad) flow. The patient did not have a history of arrhythmia pre-lvad. An implantable cardioverter defibrillator was implanted prior to the lvad. The arrhythmia in this event was thought to be device or therapy related. In addition to the low flow alarms being related to arrhythmia, the patient also had a 'sick right ventricle' that attributed to the alarms. The patient's small body surface area and low baseline speed (4700 rotations per minute (rpm)) also contributed to the low flow alarms with a baseline flow range 2-3 lpm. At the time of low flow alarms, the patient experienced fatigue. To address the arrhythmia, the patient's pump speed was lowered to 4500 rpms, and they were given 250 milliliters (ml) of crystalloid volume. The arrhythmia was resolved. The surgeon noted a need to reposition the inflow conduit for optimal left ventricular assist device (lvad) flow. Their (lvad) inflow cannula was re-positioned in the operating room on (B)(6) 2023. The patient was discharged on (B)(6) 2023. On (B)(6) 2023 the patient had low flow software upgrades to 2.0lpm software due to ongoing challenge with lfa due to small body surface area and a small ventricle. After low flow software upgrades, lfa resolved. The patient continued to be monitored as an outpatient on ongoing basis following discharge from lvad implant admission.